Event description:
It was reported that the etco2 module had no channel ID when attached to pcu8015. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue where the etco2 module had no channel ID when attached to the pcu 8015 was not identified during the customer call. Tech support informed customer that this could potentially be a logic board issue. Customer set up a depot repair request and send the unit in for warranty repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.